Event description:
Related manufacturer reference number: 2017865-2021-25144. It was reported that a patient presented to the clinic with right atrial lead noise that was leading to inappropriate automatic mode switching on the patient's pacemaker. The patient's pacemaker and lead were both explanted and replaced on (B)(6) 2021, as the physician could not confirm if the noise was lead or generator related. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.